Manufacturer narrative:
(B)(4).

Event description:
A report was received that patient had a second degree burn. It was noted that patient had blisters above the ipg site. The physician believed that blisters came from having the belt too tight and was not related to the system or surgery. The patient was given a silver cream.

Manufacturer narrative:
Additional information was received that the patient received new patches. Upon follow up, the patient was able to fully charge and was doing well. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that patient had a second degree burn. It was noted that patient had blisters above the ipg site. The physician believed that blisters came from having the belt too tight and was not related to the system or surgery. The patient was given a silver cream.